Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#: n4f1684y), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)), sigphandle, sig power sigphandle handle (serial#: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a robotic gastrectomy, when closing the insertion port of delta reconstruction, the reload was articulated to the left and was fired. The device was articulated significantly to the left, more than the usual twitching. After that when trying to return to the neutral position, it did not become straight so the center control was pressed to the right, straightened it and removed from the trocar. The surgeon felt uncomfortable and upon observing the abdominal cavity, discovered a metal fragment directly under the trocar from which the stapler was removed. The metal fragments were removed from the patient. The patient was checked with an x-ray and no other metal reactions were observed and so the patient was closed as is. When checking the cartridge, it appeared that the internal part of the articulated part was damaged.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Damage to the cutting edge of the knife blade was observed. Some staple pushers were pushed back to the cartridge. One side of the articulating point was broken. The knife laminates were found to be damaged. Eight staples remained on the cartridge and anvil surface. The five staples on the reload were skewed, the two were over crimped and the one was properly formed. Functional testing noted that the reload was loaded into a representative handle. The clamping mechanism was deformed. It was reported that a component disengaged, the articulation joint broke and the instrument was difficult to straighten. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues can occur if the device fired over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.